Event description:
It was reported an issue with premicron suture. The client reported that 21 days after surgery wound healing disorder/signs of infection were detected in a patient. Type of operation: inverse tp links 10.03.2022/inverse shoulder tp left 10.03.2022/scar revision due to infection (B)(6) 2022. Tissue sutured: shoulder left. Additional information has been requested.

Manufacturer narrative:
Analysis and results: the involved batch number is not known. Possible batch numbers: 621243 or 621261. There are no previous complaints of any of the two possible code-batches. We manufactured and distributed in the market (B)(4) units of the batch 621243 and (B)(4) units of the batch 621261. There are no units in stock of any of them. Reviewed the batch manufacturing record, these possible products had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. As for any other suture after implantation the following side effects may occur occasionally as stated in the instructions for use of the product: transient inflammatory foreign body reaction, transient local irritation, granulation, stitch sinus and infection at the wound site. Existing infections may occasionally be enhanced by any foreign body. May not be excluded an occasional pain, granuloma, seroma, fibrotic scar, irritation, hematoma, suture rejection, enhanced bacterial infectivity, wound dehiscence and haemorrhage. Additionally, we have reviewed the complaint history record and there are no previous complaints in the last 5 years for premicron usp 3 size regarding a similar issue. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.